Manufacturer narrative:
Steris is actively working to troubleshoot and resolve the issue. The investigation into the reported event is currently in progress. A follow-up report will be submitted when additional information is available.

Event description:
The user facility reported via vigilance report that the monitors to their harmony iq integration system are intermittently flickering and skipping images during patient procedures. No report of injury.